Manufacturer narrative:
(B)(4). It was reported on (B)(6) 2015, the patient experienced a severe peritoneal infection. The same day as onset of the peritonitis, the patient began treatment with intraperitoneal (ip) kefzol 1 gram, for fourteen days (frequency not reported) and ip fortam 2 grams for twenty-eight days (frequency not reported) for peritonitis. Seven days later, the patient began treatment with oral rimactan 300 mg, 2 times a day for twenty-one days for peritonitis. Twenty-eight days after onset of the peritonitis, the patient was hospitalized for the event. The following day, extraneal and physioneal therapies were discontinued. The patient was discharged five days after admission and was recovered from this peritonitis event the same day as discharge. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. It was reported that pd therapy did not yield the needed results and was in the process of being switched to hemodialysis. The patient is expected to undergo an unspecified operation the beginning of the following month. The patient's recovery status was unknown. No additional information is available.